Event description:
The patient reported a lack of efficacy over the past 6 months. The residual pump volume was more than expected recurrently. At explant, they withdrew 20 cc; on interrogation of the pump, the expected volume was 7.0 mls. An x-ray of the catheter (date not reported), indicated that the catheter was out of the intrathecal space. The pump and catheter was replaced. The low battery alarm was occurring at explant. There was no patient injury. The patient recovered without sequela. The pump was used to deliver dilaudid.

Manufacturer narrative:
The pump and catheters have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.